Event description:
During a preventive maintenance, company rep observed that the unit displayed electrical test failure #50 (motor speed out of spec) nine times on the event date.

Manufacturer narrative:
The company rep was unable to obtain the course of event or other demographics. The company rep observed the evidence of saline corrosion on the motor controller pc board. The company rep replaced the motor controller pc board (part # 0671-00-0004). The unit was tested to factory spec. It functioned normally and was returned to the customer. (B)(4).